Event description:
The event involved a transpac IV monitoring kit where the customer reported that the device was leaking. There was unknown patient involvement and unknown patient harm. No other information is available at this time.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
The reported complaint of leakage was confirmed. During visual inspection the 12" pressure tubing connecting to the male luer was observed to have a cut. When microscopically examined the cut was observed to be a fine cut. When the returned set was primed and pressure leak tested, a leak was observed from the cut on the 12" pressure tubing. The probable cause of the cut had occurred due to unintentional use of sharp objects during use. A device history lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 3/6/2025.